Event description:
It was reported that while impacting the implant within the disc space via inserter and mallet, the implant fractured. It was reported that proper surgical technique was followed. A new implant was used to successfully complete the procedure and there was no adverse impact to the patient, user, or procedure. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the reporter. No device was returned to nuvasive for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. "...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...". "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants...". "...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." . "...care should be used in the handling and storage of the brigade implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments...". If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.